Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events of valve leak and/or damage and deflation was received on july 15, 2025, with lot number 2034439. Based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as surgical damage and observed an opening assessed as an unidentified (tear) opening. ¿ valve leak and/or damage: observed a cracked valve seat diaphragm valve. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported right side "deflation". Healthcare professional later reported "hole in valve". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Healthcare professional later reported "hole in valve". Device has been explanted and replaced.